Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-02231.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid terminus using a penumbra system jet7 kit (kit) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed the first pass using a 60 cc syringe and neuron max. The physician then inserted a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system jet 7 reperfusion catheter (jet7) through the neuron max but experienced difficulty advancing the jet7 forward. The physician could not get the jet7 into place in the patient's body and therefore, it was removed. Upon removal of the jet7, the physician noticed that it was stretched. The physician was unsure if the jet7 became stretched because the rotating hemostasis valve (rhv) was too tight on the jet7 or if there was "something" in the neuron max. The procedure was completed using another neuron max, the same 3maxc and a new jet7. There was no report of an adverse effect to the patient.